Event description:
A 1104bt intracranial pressure temperature monitoring (icp) intracranial pressure was inserted during decompressive surgery. The event was described as follows; on the fourth day of use, the icp started to fall, when the catheter was extracted, it showed -15mmhg in room air. The unit was stable for the three days prior to removal. The patient did not incur an injury as a result of this issue.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.